Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported an unknown xen® gts event described as "injector blocked twice during implantation." Surgery was completed with a backup device.

Event description:
Hcp additionally reported, "the injector had blocked halfway despite the good positioning previously checked" in the right eye. No eye injury reported.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2., a.3., b.3., b.5., b.7., d.10.